Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. . The results of the investigation are as follows: no product was returned; visual and dimensional evaluations could not be performed. A photograph of explanted femoral component shows some material that is probably a mixture of bone and bone cement. Review of the device history records identified no related deviations or anomalies during manufacturing. The surgeon stated that the cement was not adequately applied and hence the root cause can be attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - tibia cemented 5 degree. Stemmed right size f: 42532007502: 77005090; articular surface fixed. Bearing ultracongruent. (Uc) right 11 mm height: 42522200511: 62815750. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that patient underwent right total knee arthroplasty approximately three years ago. Subsequently, the patient had a painful and unstable knee. There was a planned surgery for a change of the articular surface, however the femoral component was loose and required revision. Revision completed using non zimmer biomet system. The surgeon stated the cement/bone interface on the medial femoral condyle had failed - no cancellous interdigitalization, due to cement technique error. Attempts have been made and no further information has been provided."